Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome. It was reported the patient could not have her spinal cord stimulation on when she sat in her recliner or lay down because it would shock her. For this reason, the patient had not been using her spinal cord stimulation much and had been using her transcutaneous electrical nerve stimulation (tens) unit more. It was noted the shocking was related to positional movement and was a sudden change in therapy/symptoms. The patient noted that a manufacturer's representative (rep) told her that she might have a problem with the lead wire but never did any follow-up with it. The patient had a reprogramming appointment scheduled with a rep. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that when the patient "just got it" they could sit or lay down with it on, but it kept getting to where every time an adjustment was made, it shocked/jolted them. With the last adjustment, the positional shocking seemed to be a lot better and was thought to be resolved.